Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports while they were in the hospital for an unrelated event their blood glucose level had dropped to 20 mg/dl while wearing the pod. The patient was treated with intravenous fluids as well as dextrose and b10 (vitamin). The patient was discharged from the hospital after 4 days.